Event description:
It was reported that the lead exhibited 1719 noise reversions since last check up in (B)(6)2010. The physician requested the patient have a holter monitor fitted to help monitor the device. The polarity switch was programmed on. On (B)(6) 2012, the lead was capped and replaced due to noise. The noise could be reproduced with isometrics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.